Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-03059. It was reported the patient experienced an spinal cord infection, post successful lead trial. In turn, the patient was presented to the ER where he was discharged with antibiotics which resolved the issue. Reportedly, the infection was cleared.